Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The articulation of the delivery system was out of plane. The analyst noted the full delivery system was returned with the device intact in the device cup. The lead less ipg was deployed successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds during the procedure.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys/ expiration date: 28-nov-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 17-sep-2019, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device mfg date: 18-jun-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) electrical parameters were not adequate and the physician was unable to recapture the device. The leadless ipg was removed by dislodging the device using the tether and a replacement was implanted. It was noted that upon inspection of cup post removal the doctor felt the leadless ipg in the cone was not lining up appropriately to make retrieval successful. No patient complications have been reported as a result of this event.